Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the impaction of the multifix s-ultra 5.5mm knotless anchor, the anchor has broken into 2 parts. A third part has been found inside the original packaging. A new anchor has been implanted to complete the surgery. No patient injuries were reported.

Manufacturer narrative:
H6: the reported multifix s-ultra device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. An exact root cause cannot be determined with confidence; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) incorrect alignment during bone insertion. Or (2) bone condition. Incorrect angle of anchor during insertion or hard bone condition can result in anchor breakage during pound in. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
H3, h6: the reported multifix s-ultra 5.5mm knotless anchor device, intended for use in treatment, was returned for evaluation. A relationship between the device and reported incident was established based on our visual evaluation. From the information provided, ¿during the implantation of the multifix s-ultra 5.5mm knotless anchor, the anchor has broken into 2 parts. A third part has been found inside the original packaging.¿ visual inspection of the device found the multifix s-ultra 5.5mm knotless anchor received non-deployed with broken off anchor. The anchor has been returned in two pieces. No other visual discrepancies. Functional evaluation cannot be performed due to the broken condition of the anchor. Customer¿s complaint was confirmed. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: (1) excessive torque. (2) misalignment of inserter. The instruction for use (IFU, pn 65101 rev. B) was reviewed and found to outline precautionary statements and instructions in regard to the use of the device to avoid damage or non-functionality. The IFU states: - do not bend or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result. Do not deploy a bent or damaged implant. - use care to properly align the implant and inserter handle with the bone hole during pound-in. - avoid excessive probing.